Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized due to low blood glucose. Customer's blood glucose was 15 mg/dl. The customer was on IV, she drank juice and ate sandwiches. Customer declined to troubleshoot for the low blood glucose. The customer was walked through in how to do the square wave bolus.